Event description:
Hosp emergency room personnel responded to a pt described as having chest pains. The device was connected to the pt and external pacing initiated. According to the reporter, the device would not pace the pt. No adverse affects to the pt were reported as a result of the alleged malfunction.